Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted form the defective electrode belt. The pt received a replacement electrode belt.

Event description:
Download data from a (B)(6) female pt revealed that the pt was receiving frequent check therapy electrode messages. Zoll customer support contacted the pt and issued her a replacement electrode belt.